Manufacturer narrative:
Inratio precision data provided by end-user lot 070491. Pt #1 first test inr (meter# 074159575) = 1.4 second test inr (new inratio) = 2.0 mean = 1.7: sd = 0.42; %cv = 24%. The %cv is greater than 20%. Per internal procedure, tr 0150, the precision failed the criteria for precision. Products will be tested when returned. Inratio precision data provided by end-user lot 070491. Pt #2 first test inr (meter# 074159575) = 1.8. Second test inr (new inratio) = 2.3 mean = 2.05; sd - 0.35; %cv = 17%. The %cv is less than or equal to 20%. Per internal procedure, tr 0150, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Inratio precision data provided by end-user lot 070491. Pt #3 first test inr (meter# 074159575) = 2.0. Second test inr (new inratio) = 2.5 mean = 2.25; sd = 0.35; %cv = 15.7%. The %cv is less than or equal to 20%. Per internal procedure, tr 0150, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Inratio precision data provided by end-user lot 070491 pt #4 first test inr (meter# 074159575) = 1.6 second test inr (new inratio) = 2.3 mean = 1.95; sd = 0.49; %cv = 25%. The %cv is greater than 20%. Per internal procedure, tr 0150, the precision failed the criteria for precision. Products will be tested when returned. Inratio precision data provided by end-user lot 070491. Pt #1 first test inr(meter# 071950928) = 1.3 second test inr (new inratio) = 2.0 mean = 1.65; sd - 0.49; %cv = 30%. The %cv is greater than 20%. Per internal procedure, tr 0150, the precision failed the criteria for precision. Products will be tested when returned. Inratio precision data provided by end-user lot 070491. Pt #2 first test inr (meter$ 071950928) = 1.7 second test inr (new inratio) = 2.4 mean = 2.05; sd = 0.49; %cv = 24%. The %cv is greater than 20%. Per internal procedure, tr 0150, the precision failed the criteria for precision. Products will be tested when returned. Inratio precision data provided by end-user lot 070491. Pt #3 first test inr(meter# 071950928) = 1.5 second test inr (new inratio) = 2.1 mean = 1.8; sd = 0.42; %cv = 24%. The %cv is greater than 20%. Per internal procedure, tr 0150, the precision failed the criteria for precision. Products will be tested when returned.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: pt#1 first test inr (meter# 074159575) = 1.4. Second test inr (new inratio) = 2.0. Pt #2 first test inr(meter# 074159575) = 1.8. Second test inr (new inratio) = 2.3. Pt #3 first test inr (meter# 074159575) = 2.0. Second test inr (new inratio) = 2.5. Pt #4 first test inr (meter# 074159575) = 1.6 second test inr (new inratio) = 2.3. Pt #1 first test inr (meter# 071950928) = 1.3. Second test inr (new inratio) = 2.0. Pt #2 first test inr (meter# 071950928) = 1.7. Second test inr (new inratio) = 2.4. Pt #3 first test inr (meter# 071950928) = 1.5. Second test inr (new inratio) = 2.1. Pt #4 first test inr (meter# 071950928) = 1.6. Second test inr (new inratio) = 2.4. Pt #5 first test inr (meter# 071950928) = 1.4. Second test inr (new inratio) = 2.6.